Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated at the end of second prime. The device ran the expected number of pulses in each priming sequence. The drop in pulse widths in tandem with the rotational sensor failing to transition indicates that the hook talons were slipping over the ratchet gear during second prime, and the ratchet gear was not rotating. The drive stall that occurred during second prime resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. The rerun replicated the drive stall and the failure to detent. Inspection of the needle mechanism and drive mechanism found no damages or deficiencies that would result in a failure of the hook talon to detent the ratchet gear. The exact cause of the hook talon failing to detent the ratchet gear could not be determined.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that a needle mechanism failure occurred. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.